Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that a supply bag had fallen and disconnected, which is a known cause of the reported alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to place the solution bags on a flat, stable surface and that falling bags can result in a disconnection or leak. It also provides step-by-step instructions for connecting the solution bags. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. The patient was connected at the time of the alarm. The patient stated the supply bag on the blue clamp (final) line of a homechoice cassette had fallen and disconnected. The renal therapy service agent advised the patient to end therapy and start over with new supplies. The renal therapy service agent reviewed proper procedures with the patient. During trouble shooting there was nothing found that could have caused or contributed to the reported event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.